Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during irrigation and aspiration step of surgery an ophthalmic surgical tip aspiration failure occurred. The surgery was completed on the same day after replacing the product with another tip. The type of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections d4, d.9., h.3., h.6., and h.11. One opened polymer irrigation/aspiration (I/a) straight, in a blister was returned for the reported issue of aspiration failure. The returned sample was visually inspected and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming; therefore, aspiration failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the tip was manufactured to specifications. All irrigation/aspiration (I/a) tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).